Event description:
It was reported that during a lobectomy procedure, there was an incomplete staple line. Add'l suture was performed. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 4/16/2009. Info anticipated, but unavailable at this time.